Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and verified the reported complaint. When the device was tested the it caused the auto trigger to occur. The reported malfunction was duplicated.

Event description:
It was reported that a ventilator intermittently auto triggered. Customer allowed the ventilator to ventilate on a test lung with a peep of 5 cmh2o and the ventilator would start to auto trigger and when the peep was off the unit displayed a monitor value of -2. Multiple disposable breathing circuits were used but the issue continued. There was no patient involvement.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.